Event description:
It was reported that the health care professional (hcp) requested a review due to atrial undersensing on this pacemaker. Technical services (ts) reviewed the device data and noted atrial undersensing on the presenting electrogram (egm) and on stored episodes, noted farfield oversensing as well. Programming adjustments were recommended to improve atrial sensing. No adverse patient effects were reported. This pacemaker remains in service.